Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated that only the activity log was ran following the MRI to verify recovery; no further troubleshooting was performed. The actions taken included conferring with technical support and the manufacturer representative. The motor stalls were confirmed to be due to a magnetic blanket the patient used while in bed. The blanket was removed and the patient returned for interrogation. The logs were then negative for motor stalls.

Manufacturer narrative:
Device system; the other relevant components include: product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was receiving prialt 5 mcg/ml; 1.2765 mcg/day via an implantable pump. Indication for use was non-malignant pain and spinal pain. The date of the event was (B)(6) 2016. It was reported the patient had magnetic resonance imaging on (B)(6) 2016. A pump motor stall was seen at initial interrogation and the pump recovered as expected. There were a number of other stalls that could not be explained. There were multiple motor stalls and recoveries with the first stall occurring on (B)(6) 2016. The pump had stalled and recovered almost every day since. The logs had overflowed, thus it was unknown when the alarms first started. The patient did not report an alarm. Most of the stalls were at night and for less than an hour. It was unknown when the stalls began as the logs did not go back further than (B)(6) 2016. The personal therapy manager (ptm) was not working correctly. The event date was (B)(6) 2016 ¿monday or tuesday.¿ after the MRI the patient followed up with the physician. The physician told the patient that the ptm showed it was offline 3 or 4 different times. The patient had not had only the one MRI and no other medical procedures besides blood work. The patient was getting the splash screen or a yellow light blinks and the ptm turns off. The batteries were replaced but did not resolve the problem. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.